Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that a red alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) regarding a high out of range pacing impedance measurement. No revision procedure planned at this time. Normal follow-ups planned for the future. There were no adverse patient effects reported.